Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect was reported following a fall. A revision/replacement surgery had occurred on (B)(6) 2010. A reprogramming session is scheduled for (B)(6) 2010. It was not reported if the pt's fall had contributed to the revision/replacement surgery. Additional info has been requested from the hcp, but was not available as of the date of this report.